Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl and the other blood glucose level was 300 mg/dl, 310 mg/dl, 92 mg/dl. The customer was assisted with troubleshooting. Customer reports the drive support cap appears normal. The customer stated that the insulin pump had motor error alarm. Customer stated insulin pump had not been exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).